Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported kink was confirmed and had separated. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that when the 2.5 x 12 mm trek balloon catheter was removed from the packaging, it was observed that the catheter hub was kinked; therefore, the device was not used. A new unknown balloon catheter was used to complete the procedure. There was resistance noted during un-packaging. There was no patient involvement and no clinically significant delay in the procedure. Returned device analysis found that the hypotube was separated. Additional information reported that this occured during un-packaging of the device. No additional information was provided.